Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized due to high blood glucose (bg) levels of 16 mmol/l (288 mg/dl) and vomiting, while wearing the pod on the arm between 5 and 24 hours. The cannula was noted to be kinked after removal. At the hospital, the patient was administered manual insulin injections. The pod was discarded.